Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2012-11050: it was reported, the pt had fallen and the physician had a CT scan performed. The results showed one of the leads had migrated, which was causing the pt discomfort and uncomfortable buzzing. Follow up identified the physician surgically positioned one lead on (B)(6) 2012. It was reported, the lead had been pushed through the foramen when he fell. The pt received improvement in back pain relief postoperative. Days after the procedure, the pt reported the issues were resolved.